Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in clinic for routine device check. Upon interrogation, the right atrial lead exhibited elevated capture threshold. The lead was reprogrammed. The patient would be monitored regularly.